Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pateint underwent a revision surgery to remove and replace two broken screws, 2 broken rods, as well as 8 set screws that had no reported failure. During this revision, it was also reported that 2 of the new set screws had become cross threaded in the tulip of the pedicle screw.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that as a result of degenerative scoliosis, the patient underwent a lumbar spine surgery using medtronic products. Four years post-op, the patient presented with lower back discomfort at the hospital. It was discovered at this time there was screw breakage. In 2012, the patient was advised to undergo a revision surgery to remove the construct. On (B)(6)-2015, the patient underwent revision surgery to remove and replace broken screw(s).